Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia"), psychological trauma ("psych injury"), cystitis ("bladder/urinary problems: bladder infect., bladder probs., urinary probs"), bladder disorder ("bladder/urinary problems: bladder infect., bladder probs., urinary probs"), urinary tract disorder ("bladder/urinary problems: bladder infect., bladder probs., urinary probs"), fatigue ("fatigue"), visual impairment ("vision probs") and female sexual dysfunction ("apareunia") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, dysmenorrhoea, dyspareunia, psychological trauma, cystitis, bladder disorder, urinary tract disorder, fatigue, hormone level abnormal, visual impairment and weight increased outcome was unknown and the menorrhagia had resolved. The reporter considered bladder disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hormone level abnormal, menorrhagia, psychological trauma, urinary tract disorder, visual impairment and weight increased to be related to essure. The reporter commented: she received treatment for dysmenorrhea, dyspareunia, apareunia, menorrhagia, psych injury, migration. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: essure confirmation test(s) conducted: result unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received: case became incident. Injury nos was replaced with new events migration, apareunia, dysmenorrhea, dyspareunia, menorrhagia, psych injury, bladder infect., bladder probs., urinary problems, fatigue, hormonal changes, vision problems, weight gain were added. Date of removal and lab data were added. Menorrhagia outcome was updated to recovered/resolved. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.